Event description:
It was reported that during an arthroscopic anterior talofibular ligament repair procedure the 4.75 healix advance kntlss br device pulled out. Another device was used to complete the procedure. There was a 5 minute delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found an arthroscopic image of the anchoir implanted in the bone with traces of being pulled out of it. Additionally, the anchor can be observed deformed and broken at proximal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the possible root cause can be associated with off axis insertion and levering during insertion. As per IFU-111119: 1) ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). 2) ensure area of anchor insertion is free of soft tissue. 3) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. 4) mitek anchors are designed to lock into cortical or cancellous bone. Bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or over-tensioning or poor bone quality may result in anchor pullout. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document record review: IFU-111119 device history lot: pn: 222330 lot number: 106q7q there was no non-conformance regarding this lot. Manufacturing date: 26 feb 2025 expiration date: 31 jan 2028 device history batch: null device history review: pn: 222330 lot number: 106q7q there was no non-conformance regarding this lot. Manufacturing date: 26 feb 2025 expiration date: 31 jan 2028 e1: the reporter¿s complete facility address was not provided.